Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
It was reported the right ventricular (rv) lead displayed over-sensing and high impedance. Additionally, there was a detection issue with the device. Reprogramming was done. It was also reported during removal of the rv lead, the right atrial (ra) lead "came out." The implantable cardioverter defibrillator (ICD) system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.